Manufacturer narrative:
Additional: it has since been reported that the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 13, 2019.

Manufacturer narrative:
This report is submitted on february 06, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain, discomfort and a performance decrement with device. Subsequently, the patient was hospitalized for severe pain and treated with oral and IV medication. There are plans to explant the device and reimplant the patient with a new device; however it has not occurred as of the date of this report.